Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported a 6mm arterial cannula had a leak. The device was not changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
(Device not returned).